Event description:
It was reported that on (B)(6) 2022, a 27mm navitor valve and a large flexnav delivery system were selected for procedure. During the procedure the patient experienced a complete heart block when crossing the native valve with the 27mm navitor valve. The heart block was managed using a temporary pacing wire. After the successful implant of the 27mm navitor valve a paravalvular leak (pvl) was noted around the patient's left and right coronary cusps via echocardiogram and fluoroscopy exams. A balloon aortic valvuloplasty had been performed prior to implant and the 27mm navitor valve was implanted at a deeper than recommended depth of 8-9mm. Difficulty deploying the 27mm navitor valve was experienced because of the acute angle of the patient's aorta. There was anatomical interference noted to be affecting expansion of the navitor valve. The decision was made to perform a valve-in-valve (viv) procedure. A 27mm portico valve was successfully implanted within the 27mm navitor valve at a desired depth. No pvl was noted after the successful viv procedure. There was no clinically significant delay in procedure reported. The patient was stable and discharged from the hospital at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of paravalular leak was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that there was no allegation against the device, that anatomical interference was noted to be affecting expansion of the navitor valve, and that the patient had challenging anatomy causing the valve to be implanted deeply, which could have contributed to the reported event. There is no indication of a product quality issue with regards to manufacture, design, or labeling.